Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2023, it was reported that the infusion set's tubing came apart at the quick release during normal activity. The site location was patient's arm. The infusion had been used for five minutes. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. According to complaint investigation performed on the returned used device (1 tubing), it was found that the glue was missing in the connection between the tubing and tubing connector. A drop of glue was found misplaced on connector side. No further information was available.